Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-94 alarm was not found in the alarm log nor was the f-94 alarm confirmed or duplicated during device evaluation. However, an f-38 was identified during functional testing and review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.